Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2019, follow up computed tomography imaging identified aneurysm enlargement (amount unknown) and a suspected proximal type I endoleak. On (B)(6) 2019, the patient underwent reintervention and a gore® aortic extender component was implanted proximally to extend coverage. The patient tolerated the procedure and the type I endoleak was resolved.